Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s husband reported via phone call that they were hospitalized due to high blood glucose and on (B)(6) 2019. The customer¿s blood glucose level was 1134 mg/dl at the time of incidence. Customer¿s current blood glucose level was 298 mg/dl. Customer were treated with intravenous drip. Customer was assisted with troubleshooting as infusion set was detached for insulin pump. The insulin pump will be returned for analysis.